Event description:
I received juvederm ultra plus xc in my nasal labial folds. After the normal healing process and time, I now get hives in the lines where I received the filler any time my face gets warm from the sun or I rub or bump the area. They are itches and sometimes temporarily discolored. They do go away but return again it irritated.